Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. During pre-replacement testing, it was noted that this device had only been implanted for 5 years and 4 months. The physician questioned why the battery longevity had decreased quicker than expected. The atrial outputs were set to 2.5v@0.4ms, and the right ventricular lead was set to auto thresholds between 1.2v and 2.0v. The patient is 100% paced in the right ventricle, and 25% paced in the right atrium. This device is expected for return.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no faults or errors were noted. It was also noted that the device sensed in the atrial chamber 25% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. Subsequently, this device was explanted and replaced. During pre-replacement testing, it was noted that this device had only been implanted for 5 years and 4 months. The physician questioned why the battery longevity had decreased quicker than expected. The atrial outputs were set to 2.5v at 0.4ms, and the right ventricular lead was set to auto thresholds between 1.2v and 2.0v. The patient is 100% paced in the right ventricle, and 25% paced in the right atrium. This device was received for analysis.